Event description:
During a procedure to reattach a loose bracket to pt's tooth, pt swallowed a 2.2cm orthodontic spring, which had inadvertently detached from the archwire. An endoscopy was performed to retrieve the spring from the pt's stomach, but it had already passed into the pt's intestine. A colonoscopy was then performed, and the spring was retrieved from pt's intestine. Pt is fine and continuing with his orthodontic treatment.